Event description:
Picu clinician reported "leaking" note was all the info available on bag with a bunch of tubing on her desk. It looks like set model # 30914. No event/pt info. There is no date/time on the note.

Manufacturer narrative:
MFR's report date: 05/18/2011. (B)(4). Products have been received but not yet evaluated. A f/u report will be submitted.